Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient who was receiving prialt at a concentration of 25.0 mcg/ml at a dose of 3.003 mcg/day via an implantable pump for malignant pain. It was reported that the patient stated when they got the pump put in the patient was 50 pounds overweight because of the opiates medication. The patient stated the pump was sticking out that they could touch it, but it was okay. In (B)(6) 2016, the patient lost 30 pounds. The patient stated the pump was ¿killing her¿ and felt like it dropped and was not sticking out. On (B)(6) 2016, the patient went to the emergency room (ER) because they had a major headache from the top of the head all the way to the back of the neck with pain. The patient also had anxiety and felt nervous, their whole body was shaking, they were dizzy, throwing up, diarrhea, ornery, wide awake and very agitated. They thought they had the flu and nothing was wrong. There were no side effects until prialt was increased on (B)(6) 2016. On (B)(6) 2016, the patient was wide awake, had a major headache, and was dizzy. Then on (B)(6) 2016, the patient had diarrhea and was throwing up and then in the afternoon she was just shaky all the time, ornery, and very agitated. The diarrhea stopped on (B)(6) 2016. The pump ¿felt funny¿ when she was lying on her side like it dropped and it was not sticking out on (B)(6) 2016; it was hurting when it was touched from the top of the pump around. The patient reported that they could not sleep because of the pump and was up the night before the report. The patient had the preexisting conditions of opioid induced hyperalgesia and in 2014 stage 4 breast cancer that passed to the bone. The opiates were ¿killing¿ the patient and every pain in her body. The patient thought it was tolerance and now the patient has no pain in their body at all, just weird things going on.

Event description:
Information was received from the patient who was receiving prialt at a concentration of 25.0 mcg/ml at a dose of 3.003 mcg/day via an implantable pump for malignant pain. It was reported that the patient stated when they got the pump put in the patient was 50 pounds overweight because of the opiates medication. The patient stated the pump was sticking out that they could touch it, but it was okay. In (B)(6) 2016, the patient lost 30 pounds. The patient stated the pump was "killing her" on (B)(6) 2016, the patient went to the emergency room (ER) because they had a major headache from the top of the head all the way to the back of the neck with pain. The patient also had anxiety and felt nervous, their whole body was shaking, they were dizzy, throwing up, diarrhea, ornery, wide awake and very agitated. They thought they had the flu and nothing was wrong. There were no side effects until prialt was increased on (B)(6) 2016. The pump "felt funny" when she was lying on her side like it dropped and it was not sticking out on (B)(6) 2016; it was hurting when it was touched from the top of the pump around. The patient reported that they could not sleep because of the pump and was up the night before the report. The patient had the preexisting conditions of opioid induced hyperalgesia and in 2014 stage 4 breast cancer that passed to the bone. The opiates were "killing" the patient and every pain in her body. The patient thought it was tolerance and now the patient has no pain in their body at all.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information received from a consumer on 2017-jan-19 reported patient was having an magnetic resonance imaging (MRI) and the MRI was not due to a problem with medtronic device or therapy. It was noted that symptoms were reported. It was noted patient had pump removed and the catheter was left implanted. Patient stated that the pump was removed in (B)(6) 2016 due to issues with the prialt. Patient questions what was left implanted and it was reviewed device requirements specifications (drs) and reviewed information about the catheter. Catheter specification and MRI labeling were removed. Patient stated the MRI facility was questioning what was implanted because patient's stomach started burning while in the scanner and the sensation started going up patient's body. It was noted the symptoms were not related to medtronic device or therapy. Patient stated, " I'm sure it was the machine." It was stated that patient had 5 mris yesterday ((B)(6) 2017) and one of the MRI machines "caught fire" while patient was there. Patient stated the MRI healthcare professional (hcp) wanted patient to call medtronic to find out what was implanted because they could not reach managing hcp. The role of medtronic and medtronic does not have access to medical records was reviewed. Patient was redirected to hcp to confirm what was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.